Manufacturer narrative:
Concomitant medical products: 305c221 tissue valve, implanted: on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible far field r-wave (ffrw) oversensing in the refractory period classified as atrial tachycardia/atrial fibrillation (at/af). It was also reported there were high thresholds on the ra lead. The lead remains in use. No patient complications have been reported as a result of this event.